Manufacturer narrative:
Other relevant device(s) are: product ID: v amf4444c150tj, serial/ lot #: (B)(4), ubd: 01-oct-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 87mm thoracic aortic aneurysm. It was reported over six years later, the patient presented emergently with chest pain. A CT was performed which showed a type iiia endoleak. Intervention was performed and a non mdt was implanted to line the junction of the two valiant stent graft. This procedure was completed without any issue. As per the physician the cause of the event was anatomy and it was suspected the patient vessel morphology changed over time. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported endoleak was confirmed on the films provided; however the cause and source of the endoleak could not be fully determined. Post-implant CT¿s were not available for review and the stent grafts in-vivo configuration, including their overlapping segment at index and post-implant, could not be evaluated. While a type iii fabric endoleak cannot be ruled out, there was no obvious anatomical factors that may have contributed to this (e.g. Calcification). This appears most likely to have been a type iiia endoleak at the junction of the two valiant captivia stent graft. It is possible that anatomical changes and disease progression over the 6 years with possible exacerbation of the noted angulation was a contributory factor in the separation endoleak. Analysis of the returned CT slices and still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.